Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, no sleep apnea data were recorded during the one-month period following the implantation. Sleep apnea monitioring was reportedly properly working afterwards.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, no sleep apnea data were recorded during the one-month period following the implantation. Sleep apnea monitoring was reportedly properly working afterwards.